Event description:
It was reported that during surgery, a small metal piece is dislocated from the needle holder. This fragment ended up in the patient's abdomen. There is no information the fragment in question could be retrieved. Internal reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation.

Manufacturer narrative:
During surgery, a small metal piece is dislocated from the needle holder. This fragment ended up in the patient's abdomen. There is no information the fragment in question could be retrieved. Upon evaluation of the instrument, it could be confirmed that it was bent. In addition, the carbide insert is detached. The most probable root cause is improper handling. Further evidence for this probable root cause is a video provided to us by the hospital. This video shows that the needle was bent straight at the end of the sewing process using two needle holders. After consultation, this is not the correct procedure, but the needle is removed through the trocar in its original state. Bending/rotating the needle holders exerts forces on the inserts, which caused the reported malfunction. In conclusion, the failure could be confirmed, but a manufacturing error can be excluded. The customer will be informed about the evaluation results in a separate letter. Internal karl storz reference number: (B)(4).